Event description:
The user facility reported a patient with cardiomyopathy was on an impella 5.0 for mechanical circulatory support. During support, the device exhibited ongoing high-pressure alarms. The staff administered tissue plasminogen activator in the purge to control the purge flow. The purge flow was normalized. Additionally, a thrombus was identified on the pigtail. It was reported that the procedure was successful.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.